Event description:
It started off with a cough. And had to be hospitalized because I couldn't stop coughing. Other symptoms was frequent sinusitis, hoarseness, bronchitis and other respiratory issues on a monthly basis. Dr (B)(6) md was my pulmonologist and all of my medical records were taken by him when he left the state of (B)(6). Diagnosed with osas (obstructive sleep apnea) ICD-9: 327.23.